Event description:
Healthcare professional reported no complaint against left device. Patient later reported left "chronic inflammatory process", "giant cell foreign body reaction", and "seborrheic keratosis" (non device related). The device has been explanted.

Manufacturer narrative:
(B)(6). Health effect - impact code: f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral side seroma and alcl.